Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise oversensing on the shock and right atrial (ra) channel, which resulted in inappropriate atrial tachy response (atr) episodes to be stored. Technical services (ts) was consulted and electromagnetic interference (emi) noise from an external source was suspected, but it has not been conclusively confirmed. This crt-d remains in service. No adverse patient effects were reported. Additional information was received indicating that the reported noise oversensing resulted in pacing inhibition. Ra impedance measurements are within normal limits, but lead integrity is suspected to be compromised. No additional adverse patient effects were reported. The device remains in service.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise due to oversensing on the shock and right atrial (ra) channel, which resulted in inappropriate atrial tachy response (atr) episodes to be stored. Technical services (ts) was consulted and electromagnetic interference (emi) noise from an external source was suspected. This crt-d remains in service. No adverse patient effects were reported.